Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/7/2026 h6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was reported: m8702t: ethicon ## affected side: unknown ## affected quantity: 1 ## quantity available for return: 1 list the j&j products that were used during the case but did not contribute to the reported event. ##4 ea*** was there any harm to the reported patient or user? ## no *** was there a significant delay? ## yes *** how long was it delayed (minutes)? ## 20 additional information was requested, the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No - please provide the lot number. I don¿t have - please confirm if the device is available for product return. If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. No h3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: he photo shows a single barrier folder labeled m8702t (product code), with an apparent detachment of the needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a avf vascular construction procedure on (B)(6) 2026 and suture was used. At the end of an avf construction, the vascular team tries to suture the skin and by pulling forcefully, breaks the bond between the thread and the needle. I therefore request information on the maximum resistance that suture can tolerate in order to provide education to vascular surgery. There was 20 minutes of surgical delay was reported. There were no patient consequences reported. Additional information was requested.